Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted a broken occluder foot. The occluder feet is part of the main body that clamps the tubing closed. The clamp will not function as designed with a broken occluder feet. The reported condition was verified. The cause of the condition could not be determined; however, the defect was consistent with damage caused by exposure to chemical agents such as foreign solvents, dyes, or cleaning agents that can cause the plastic components to become brittle. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked with the twist clamp closed. This was observed when removing the minicap from the transfer set. The transfer set was replaced. There was no patient injury; however, the patient received prophylactic antibiotics. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.